Event description:
During device preparation for implant, the device was unable to be interrogated using bluetooth (ble) telemetry. The device was not used.

Manufacturer narrative:
Reported event of failure to interrogate was confirmed. The device was unable to establish telemetry upon receipt. Device cut open revealed device battery voltage was at end of service (eos). A longevity calculation was performed and found the battery depletion was premature. Current was monitored for an extensive period and no high current drain was noted on hybrid. Analysis after a new battery was installed showed normal device characteristics, which is consistent with a hardware latch-up condition issue having occurred in the hybrid that depleted the battery prematurely. Further analysis performed on the battery by manufacturer found no anomaly.